Event description:
Inbound. Patient reports no disposable alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flow stop lot number 4220000, and expiration date 11/20/2026, reservoir volume at time of alarm 49 ml. Patient able to change to backup pump and alarm resolved. No further details provided.